Event description:
A report was received that the patient's stimulator turned on-and-off, and she only felt the stimulation when lying down. The bsn sales representative met with the patient and discovered that there were four contacts out with high impedances. Reprogramming was unsuccessful. It was believed that there was a lead fracture. The patient will undergo lead revision wherein the lead will be replaced.

Event description:
A report was received that the patient's stimulator turned on-and-off, and she only felt the stimulation when lying down. The bsn sales representative met with the patient and discovered that there were four contacts out with high impedances. Reprogramming was unsuccessful. It was believed that there was a lead fracture. The patient will undergo lead revision wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision, during which, two linear leads were replaced with a new one. The patient was doing well following the procedure. Serial number (B)(4) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection revealed that four of the cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. The explanted lead (sc-2218-70) serial number (B)(4) was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.